Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the power management (pm) pcba was tested and no failures were identified. Patient information was requested and no response received.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has internal battery failure. The customer reported that the unit was in use on patient, but there was no patient harm